Manufacturer narrative:
(B)(4). Architect c8000 analyzer, list # 1g06-01, (B)(4). The cause of the particulate matter (penicillium sp, a fungal species found in the environment) observed in some clinical chemistry albumin bcg reagent cartridges was due to exposure of the albumin bcg formula containing weak antimicrobial additive from normal formulation and filtering processes designed for microbial growth controlled clinical chemistry reagents. Abbott issued a product recall advising customers to discard or destroy any inventory of three affected lots of clinical chemistry albumin bcg reagents. Abbott is identifying alternate formulation for the clinical chemistry albumin reagents that contain no mercury.

Event description:
The customer observed persistent quality controls out of range higher or lower whenever a new clinical chemistry albumin bcg reagent was loaded. The customer stated fresh quality controls were used every time and the quality controls come into range only after recalibration. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical products: architect c8000 analyzer, list # 1g06-01, (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.